Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) via a manufacturer¿s representative (rep), regarding an implantable intrathe cal pump intended to deliver an unknown type of morphine (concentration/dose unknown), indicated for non-malignant pain and lumbar radiculopathy. It was reported that the patient experienced a change in therapy effect. It was reported that the pump was alarming due to eri (elective replacement indicator), and it was noted that eos (end of service) should occur in (B)(6) 2018. It was stated that the hcp knew it was supposed to be alarming as the eri was going to occur; it was thought that eri occurred on (B)(6) 2018. The hcp silenced the alarm. Per the rep, the last pump refill occurred on (B)(6) 2018. It was reported that the hcp thought the patient was having overdose symptoms. It was noted that the caller inquired if the pump can overinfuse due to it reaching eri. The event date was unknown. It was unknown if narcan was administered, and the patient¿s status was unknown at the time of the call. It was noted the patient utilized an 8835. It was stated that the rep would see the patient on (B)(6) 2018 and obtain additional details at that time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-feb-15. It was reported that the pump was interrogated and the pump showed eri, which the patient was aware of from their managing office. It was stated that there were no other even ts in the logs. It was unknown what was given to the patient for the overdose symptoms. It was stated that when the rep saw the patient the next day, she was not having overdose symptoms. The patient was reminded of the importance to make an appointment wither managing office to get the pump replaced. No further complications were reported/anticipated.

Event description:
Additional information was received on (B)(6) from the patient who reported that two and half years ago she had a very bad experience when her pump alarm went off. She stated that she called her hcp¿s (healthcare professional¿s) office and told the pa (physician¿s assistant) or nurse about the alarm and they said it was okay and she could go out of town for a couple of weeks, but she ended up in the hospital. The patient stated that she ¿was a mess over it¿. Per the patient, the pump was delivering morphine at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.